Event description:
The pt was supported with an acute blood pump system. It was reported when cable on the motor was moved; the pump head made a 'clicking noise and then the impeller stalled. "When the cable was moved to its original position the motor functioned normally. The hospital replaced the motor and no effects to the pt were reported.

Manufacturer narrative:
The event occurred at (B)(6). The pt's age and weight were not reported to the MFR. The returned motor was cleaned and visually inspected, and no damage was seen. The motor was connected to a test primary console and flow probe and attached to a test loop for functional testing and investigation. During the initial startup, the motor functioned normally; however, when the motor's cable was bent a rattling noise was heard from the pump head. Further evaluation of the motor found damage within the motor's cable. A review of device history records showed on deviations from manufacturing or qa specifications that would affect device function or performance. No further info is available at this time. The MFR is closing its file on this event.